Event description:
The bd q-syte device leaked adrenaline at the septum, resulting in a decrease of the tension for the patient.

Manufacturer narrative:
The samples were received (B)(6) 2012 and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).